Event description:
It was reported that during the operation, the patient interface had no stimulation response. The stim return, located under the stimulus setting on the monitor, shows 0. There is no stimulus delivery tone heard when attempting to stimulate the nerve. There is no waveform displayed on the monitor when attempting to stimulate the nerve. There was no patient impact related to the event.

Manufacturer narrative:
H3: product analysis: the impedance self-test of stim1 failed. The pin on stim1 has loosened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.